Event description:
The user facility reported that when the director of the clinic attempted to open the needle, he/she got injured on his/her hand as the needle was protruding from the cap. The syringe was also a terumo product. The products were in the box under separate conditions, and there was/were products of 190504f. It was considered to have occurred when the user just opened the package. After the user got injured, it was immediately disinfected, and no infectious disease was reported. The event occurred pre-treatment. Additional information received on 28 oct 2024: the evaluation results confirmed that the protector was punctured by the needle. The needle tip protruded from the protector approximately 2mm. Additional information received on 30 oct 2024: tc confirmed that the valid lot number is 190504f. Note: the product exceeded its shelf life.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: requested, unknown. The actual sample was not available for evaluation. Instead, reference photos were received. The protector was found punctured and traces of deep scratches were observed. The protector appears to have been opened based on the condition of the hub fit mark. The retention samples were visually inspected and confirmed free from protector puncture, bent cannula, and tilted cannula beyond the allowable specification. There was no issued nonconformity report related to human error during lot production. The confirmed supplied assembled needles were manufactured at needle assembly machine 4. No related nonconformance report was issued during the production lot. At the cannula station, an inspector ensures proper cannula alignment to prevent bent needles. During the protector loading process, there is a jig pin hold to prevent extra movement of the jig pin, a cannula work holds to secure the cannula, and a protector guide (serves as a cap-feeding guide) to support the protector and keep it from coming into contact with the cannula tip. After loading the protector, it will be pressed into the hub with a uniform force to ensure proper fit. This process features a high protector alarm that detects protruding or misaligned protectors before pressing. The affected jig of the high protector alarm will be inspected for misalignment of the protector and possible bent cannula/protector puncture, and the affected product will be discarded. We have an online inspection at cannula loading, after epoxy application and silicone coating to detect nonconformity such as bent cannula. We conduct an in-process visual inspection on each lot from start-up and every hour until the end of the lot to check for tilted cannula, bent cannula, and protector puncture. All samples passed. Before shipment, we have an outgoing inspection to check the condition of the product. Only passed lots are allowed to be shipped. Our needle has a shelf life of 60 months (5 years) from the date of manufacture. A total of eleven (11) complaints were received from the previous two fiscal years to the present with the same issue wherein the cause was most likely due to protector recapping, and three (3) resulted in needlestick. However, this is the first time we have received a complaint about needlestick using an expired product. The root cause of the complaint could be a user error, as the needle scraped the protector while it was being recapped resulting in a needlestick to the user. Our needle machine runs under validated and routinely checked parameters. We perform a series of inspections from the needle assembly process to the outgoing process to ensure that the assembled needles are in good condition before shipment. The reported lot number exceeded its shelf life. Our products have a shelf life of 60 months from the date of manufacture to maintain their quality. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.